Event description:
A customer reported a malfunction on their insulin pump, indicated by a code "malf 12," with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump after confirming at least three previous occurrences of the same malfunction. The customer was informed about the replacement and provided with instructions for handling the device return. The customer understood and agreed to the terms, with a replacement pump and training to be provided through their tandem source account. Customer continued to use the pump for insulin therapy.